Event description:
It was reported that a high impedance was noted on the deep brain stimulation (dbs) lead extension during a visit. It was noted that no information could be obtained if patient experienced stimulation issues or if reprogramming attempts were made due to high impedance. The patient underwent a procedure where the dbs lead extensions were replaced with others of the same model and per the physicians preference, the implantable pulse generator (ipg) was replaced with another of the same model. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7080378; product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 500895.

Manufacturer narrative:
Analysis of the returned dbs lead extension serial number (sn) 7080261 revealed no anomalies, passed all tests performed and exhibited normal device characteristics. However, analysis of the returned lead extension sn 7080378, x-ray image revealed that all the contacts were fractured after the weld in the distal connector stack. The damage generally occurs when excessive tensile force is exerted onto the lead extension body and connector section, in addition, bending the distal end can cause cable fractures in the connector area. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states warns against bending of the lead extension connector during insertion. Therefore, boston scientific concludes the probable cause of the reported event was unintended use error caused or contributed to event.

Event description:
It was reported that a high impedance was noted on the deep brain stimulation (dbs) lead extension during a visit. It was noted that no information could be obtained if patient experienced stimulation issues or if reprogramming attempts were made due to high impedance. The patient underwent a procedure where the dbs lead extensions were replaced with others of the same model and per the physicians preference, the implantable pulse generator (ipg) was replaced with another of the same model. The patient did well post-operatively.